Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none on the lot number 8484908. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action is ongoing. On may 22th we received one sample. We observed that the balloon was tore all around the catheter but, no missing part. On july 15th we received subcontractor's investigation, the probably root cause of this issue was a defect with raw material for balloon component. Similar case study was performed over last four year based on item number ab6320 defect: balloon burst. 11 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks areadequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to thepatient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device burst during use. The device was injected with 45ml of water and the balloon burst into several pieces, some of which could not be extracted. The patient was put under surveillance there are no consequences to date.